Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump shut off unexpectedly. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was in 60-400 mg/dl range. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.